Event description:
Facility reported hardware failure on the right l4 screw post posterior spinal fusion in 2007.

Manufacturer narrative:
Cat# 94541, lot # 326127. Lot 326127 device MFR date: 11/2005. Review of the device history record found no discrepancies. Parts were made according to established requirements. Implant failure listed as a possible adverse effect on the package insert.